Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, advised the caller on the steps to be taken upon receiving the new pump, and instructed them to return the faulty pump using a return box provided. The caller acknowledged and understood the instructions, and planned to contact their healthcare provider as no backup therapy was currently available.